Manufacturer narrative:
Correction: e1, e4. D9 updated. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that multiple clots were observed near the catheter of the impella 5.5 at the time of heart transplant. A brachial thrombectomy was required.

Manufacturer narrative:
B5 additional information was received and d6 updated.

Event description:
Additional information was received stating that the patient was explanted.